Event description:
The lab specimen transport bags from medical action industries, inc. And other companies, are imprinted with a large opaque orange square, the biohazard symbol and the word "biohazard." When specimens are placed in these bags, the imprinting described above, often makes it impossible to read the patient information on the specimen within the bag. Therefore, throughout the entire chain of handling these specimens, the proper identification and confirmation of the specimen within these bags, is compromised. Busy hospital staff who cannot easily read the patient information on the specimen in the bags, will often "assume" the identity of the specimen. This obviously has lead to many instances of specimen identification errors. Furthermore, when the hospital staff does take the time and effort to confirm the specimen identification, this can often only is accomplished by opening the bag and removing the specimen. This action, of course, leads to staff exposure to biohazards. The simple solution to these problems would be to make the biohazard labeling on these specimen bags smaller and transparent.